Event description:
It was reported that the 9800 system had mixed up patient images following a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The stored patient files were removed during the service call. The system was tested and found to be working as intended and put back into service.